Event description:
The customer stated that the insulin pump gave an alarm as she was priming. Troubleshooting was performed. Found that the drive support cap was protruding. The customer could not recall ever pressing on the drive support cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded drive support disk, scratched display window and broken reservoir tube lip. The insulin alarmed during the prime alarm test due to protruded/loose drive support disk.